Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty positioning the device with the guide wire and the balloon rupture could not be confirmed. The reported difficulty positioning the bdc with the guiding catheter, introducer sheath, inflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with moderate calcification and moderate tortuosity. A 6f sheath was placed and two unspecified guide wires and a non- abbott guide catheter extension were advanced. A 2.75 x 20 mm nc trek rx balloon dilatation catheter (bdc) was then advanced through the sheath with resistance from all other devices due to the tight fit. On attempting to inflate the balloon of the bdc to 16 atmospheres, the balloon failed to inflate. The bdc failed to hold pressure and blood was noted to be backing up into the manifold [rupture]. The bdc was therefore attempted to be removed without force; however, resistance was met with the sheath on removal and a distal shaft separation occurred. The separated portion of the bdc was simply removed on the guide wire and a new 2.75 x 20 nc trek was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.